Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device cause non-disposable alarms. Patient switched cassette to backup pump with the same issue. A new cassette was connected, and the alarm resolved. The reservoir volume was 78 ml. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.